Event description:
It was reported that bd undisclosed IV infusion set disconnected or separated. The following information was provided by the initial reporter: nurse was priming the line with magnesium sulphate, the line became disconnected just above the blue part on the giving set. Unfortunately the packaging had all be discarded so no record of batch numbers etc..

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.